Event description:
Asr revision; right; asr xl;; reason(s) for revision: unknown. Update: updated reason for revision (pain) and additional surgeon's name, updated manufacture dates, expiry dates and place of manufacture for cup and head added sleeve details. Queried lot no. And product no. For stem and inserted dummy product in its place. Queried revision date as we have (B)(6) 2012 and update says (B)(6) 2012. Taken from email (B)(6) 2015 ((B)(4)). Update: updated stem details but lot number provided is incorrect so re-queried. Taken from email (B)(6) 2015 ((B)(4)). Update: stem details too faint to read. Taken from email 2(B)(6) 2015 ((B)(4)).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.